Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there were no alarms on the g6 mobile app. Date of issue is an approximation. The patient had a low glucose event and experienced cramps during the night when at her boyfriend¿s home. He ¿gave her a syringe¿ (contents not specified) and called for an ambulance. When the ambulance arrived, her blood glucose was 4 mmol/l. No further treatment was reported. She was not taken to the hospital. At the time of the report several days later she was doing fine. Neither the patient nor the boyfriend heard any alarms from the phone at the time of the event. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.